Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer had failed. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A supplemental MDR was submitted to reflect the correct medical device problem code and device eval by manufacturer.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had failed. A field service engineer replaced the drawer closure magnet. Following the replacement, the drawer was tested and confirmed to be functioning correctly, the customer was able to use the drawer without any further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer had failed. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient there were no adverse events or injuries reported based on this incident.